Event description:
It was reporter that the luer of a jelco® hypodermic needle-pro® device was loose, separated from the syringe when applied, and shot chemotherapy fluid onto the faces of both the patient and the nurse when pressure was applied. No permanent injury to patient or clinician was reported.

Manufacturer narrative:
A review of the device history record was performed, and no discrepancies were found. One used hypodermic needle was received for evaluation. Visual inspection was performed and found the needle cannula fully contained under the hook; however, it appeared bent. This observed containment indicates the cannula was most likely straight at the time of engagement. This type of damage to the cannula most likely occurred as a result of excessive force used while engaging the needle. The device appears to have functioned as intended. Functional testing was performed to check for leakage or possible disengagement of the needle from the orange sheath. No leaking or separation of components were observed. The reported issue could not be replicated. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.